Event description:
Complainant alleged that while treating a pt the device delivered one shock to the pt (age & gender unk) appropriately; however on the second attempt tp shoch the pt the device failed to discharge. Complaint did not indicate that there was any adverse effect to the pt due to the reported malfunction.